Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: samples received: 1 cassette. Analysis and results: there are no previous complaints of this code/batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Thread on sample received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: complaint is justified. Taking into account that the results of the sample received do not fulfil the OEM requirements. Actions on distributed product of this reference/batch: issue credit for one cassette. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread of the catgut was cut off and left inside the closed box.